Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system but was unable to reproduce the reported issue. Based on the field evaluation, this reported event was not confirmed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) from offsite and reported that one of the arms was loose at the bottom, though they were not sure which arm and could not provide further details. The technical support engineer advised having operating room staff call directly for more accurate information. Subsequently, it was reported that the customer was concerned about a cannula being loose and moving when touched. The customer chose not to use the system and switched to another system, requesting the field service engineer contact them for an estimated time of arrival for the repair of arm 3. An isi field service engineer (fse) was dispatched to the site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: they were not present when the issue occurred, but they do believe the robot was docked to the patient, although they cannot confirm this with certainty.